Event description:
It was heard that overstimulation situations occurred following a physician mode recharge (pmr). Additional information has been requested.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).